Event description:
Boston scientific received information that during the implant procedure, high out of range impedance measurements were observed. The physician re-inserted the lead into the header and the impedances were normal. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.